Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer's blood glucose level under 10 mmol/l at the time of the incident. It was stated that the reservoir compartment had broken pieces, which caused the reservoir to get loose and the customer had to use tape to hold the reservoir in place. The insulin pump was not dropped. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.